Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 6.0x60x135 cm express¿ ld vascular stent, it was noted that one side of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was returned with the stent fully mounted onto the delivery device. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination identified that on rows one, nineteen and twenty of the distal stent struts, the struts were noted to have lifted. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the tip of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 6.0x60x135 cm express¿ ld vascular stent, it was noted that one side of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.